Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm was not confirmed; however, the reported event of a dimmed controller display was confirmed upon return. A review of the controller event log files spanned approximately 4 days ( 20feb23 ¿ 22feb23 and 01mar23 per time stamp). There were only routine power source exchanges in the log file. There were no notable alarms active in the log file. A review of the controller periodic log files spanned approximately 43 days ( 10jan23 ¿ 2023-22feb23 per time stamp). There were no notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced while testing. During the investigation the controller was observed to have a green display due to fluid ingress. The controller was opened to inspect the extent of the fluid ingress. The entire backup battery compartment, inner housing, and display of the controller was covered in green fluid ingress. The presence of fluid did not affect functionality of the controller. There was an additional incidental finding of a small cut in the white power cable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported alarm cannot be conclusively determined through this analysis. The root cause for the reported dim display was due to fluid ingress covering the inside of the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook (rev. D) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation after patient reported a dimmed controller display and a "weird" alarm. Log file analysis did not reveal any unusual alarms or any events that would have created an audible alarm. Evaluation of the returned controller found fluid ingress and power cable damage.